Event description:
User alleges the set was mounted on tues, on the the following day at 09.00 they started the system delivering 2 bags of blood. The system was then primed with water and put on standby until 12:30. Then 6 bags of blood were given, at approx 14:00 found foam in the tank of the 1025 fluid warmer. They diconnected the pt, shut the system down and put disposable in a bag for later investigation.

Manufacturer narrative:
Eval - waiting for return of disposable for eval. Upon completion of our investigation a f/u report will be filed.